Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 30 instrument associated with this complaint and failure analysis and the instrument was found to have a conductor wire with damaged insulation. The heat shrink tubing was also found damaged, exposing the conductor wires. The instrument was tested for electrical continuity and passed. The stapler was tested in-house and the instrument initialized clamped, fired and unclamped without any issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a frayed cable was noted on the curved-tip stapler 30 instrument. The procedure was completed with no reported injury.